Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 1200 mcg/ml fentanyl at a dose of 7.3 mcg/day, 20 mcg/ml bupivacaine at a dose of 0.122 mcg/day, and 25 mg/ml morphine at a dose of 0.152 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that there was a revision scheduled on (B)(6) 2017 for the patient. During the revision, the catheter was aspirated through the old pump and new pump to confirm patency and everything looked good. The hcp stated the old pump was no good and to send it back for analysis. The managing hcp programmed the pump to minimum rate mode. The representative could find nothing wrong with the old pump as the event logs were normal. The representative did not know if there had been reservoir volume discrepancies. The representative tried to talk with the patient about any other details they could ascertain, but the patient¿s IV disconnected and leaking occurred along with some blood, the representative was not able to obtain any other details. It was stated that the patient was doing fine post pump replacement and the new pump was programmed to minimum rate mode along with the old drug being placed into the new pump. There was no out of box failure reported. There were no medical or therapy problems associated with small parts reported. It was considered a sudden change in therapy/symptoms. Additional information was received on (B)(6) 2017. The representative did not know if there was a device issue, patient/therapy issue, or procedure issue associated with the pump being no good. It was unknown when the pump being no good was observed. It was unknown if the patient experienced any symptoms. The leaking IV and some blood were stated as not related to the device or therapy. The cause of the pump being no good was unknown. The patient¿s weight was stated as unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-july-23, additional information was received from the patient. It reported that the patient's previous pump (B)(4) "resets itself 22 months early". The patient stated that it malfunctioned on friday in (B)(6)2016. The patient described it as they "took a bolus on thursday night during the night. On friday morning, she went to take a bolus and got an error code. She shut ptm off and turned it back on like she normally does when she gets an error code. She tried again and got the same error code". The specific error code was requested and the patient did not know. The patient's son then looked the code up on the website and stated, "mom, I think you got a problem". By then, the patient was throwing up and going through withdrawal. The patient said they could call back and provide the exact date when it happened. The patient's hcp was out of town, so the patient called them on the fol lowing sunday. The patient mentioned that in march 2016, the pump was checked and it was estimated the pump had 22 months left on the battery.